Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the clips were not fed to the jaw properly after clipping and fell into the pt's body each time. All clips were retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.